Event description:
Caller reported a malfunction on the pump, and the pump screen became dark and wouldn't turn on initially but did after being plugged into a power source. Customer¿s blood glucose (bg) level was 425 mg/dl. The customer will continue to use the current pump and has mdi as a backup therapy if needed.